Manufacturer narrative:
Device received with blank display due to battery tube was shifted down. Unable to verify unexpected battery power loss alarm due to blank display noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer stated that insulin pump doesn't turn on anymore. Customer stated that they had tried different batteries and new battery cap. No harm requiring medical intervention was reported. The device will be returned for analysis.